Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's low blood glucose at time incident was 39 mg/dl. Customer treated with can of pop and ate a candy bar. The customer reported via phone call that the insulin pump had a delivery anomaly. Customer's blood glucose was unknown. The customer was advised that she is over delivering the insulin. After the troubleshooting was done for over delivery and low blood glucose, customer is comfortable with the pump. The customer was advised to monitor pump.